Event description:
It was reported that during a knee arthroplasty the surgeon inserted the bearing, put the knee into extension, and the bearing fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual and photographic inspection of the returned device confirms that the right condyle fractured off from the trial. The risks associated with this event are addressed in risk documentation and there are warnings in the package insert. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.